Event description:
It was reported that the spike of a uv-flash solution transfer set came off of the port of a uv twin bag (baxter product). This occurred while attempting to connect the two devices. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device analysis could not duplicate or verify the reported connection issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported event. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The uv spike outside diameter was measured and was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted